Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter split when inserted into the vein. This occurred 20 times during use in lot 0195143, and once in lot 0265143. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "nurses in women's service are using the 24g insyte-n autogard winged IV catheter and it is fraying or splitting when inserted into the babies vein. We isolated the product lot # to 0195143. This issues has occurred about 20 times. I have samples of 2 bad IV catheters now. No babies were harmed but when the IV frayed/split multiple sticks were attempted."

Manufacturer narrative:
B.5. Describe event or problem: it was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter split when inserted into the vein. This occurred 20 times during use in lot 0195143, and once in lot 0265143. This complaint was created to capture the 1st of 3 related incidents. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0195143. D.4. Medical device expiration date: 2023-06-30. H.4. Device manufacture date: 2020-07-13. D.4. Medical device lot #: 0265143. D.4. Medical device expiration date: 2023-08-31. H.4. Device manufacture date: 2020-09-21.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter split when inserted into the vein. This occurred 20 times during use, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "nurses in women's service are using the 24g insyte-n autoguard winged IV catheter and it is fraying or splitting when inserted into the babies vein. We isolated the product lot # to (B)(4). This issues has occurred about 20 times. I have samples of 2 bad IV catheters now. No babies were harmed but when the IV frayed/split multiple sticks were attempted."

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter split when inserted into the vein. This occurred 20 times during use, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "nurses in women's service are using the 24g insyte-n autogard winged IV catheter and it is fraying or splitting when inserted into the babies vein. We isolated the product lot # to 0195143. This issues has occurred about 20 times. I have samples of 2 bad IV catheters now. No babies were harmed but when the IV frayed/split multiple sticks were attempted."

Manufacturer narrative:
H6: investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 840 unused representative units, three catheter adapter assemblies (referred to as samples 1, 2, and 3), and two retracted needle assemblies. Per bd policy, forty- five units were randomly selected for testing from the 840 representative units in addition to the three catheter adapter assemblies. Through the visual/microscopic examination, the representative units revealed no damage. The representative units were then inserted into an artificial vein and the catheter tips were inspected after insertion. All units were found to be within specification. The reported defect could not be replicated with the representative samples. Sample 1 was microscopically inspected and did not reveal any damage or anomalies to the catheter tubing tip. The catheter tip was graded and found to be acceptable. Samples 2 and 3 were microscopically inspected. A v shaped cut was observed in both catheters which is characteristic of the defect needle through catheter. This type of defect can originate during manufacturing but can also occur during tip adhesion break or a venipuncture attempt. Since the unit was received out of its original packaging, bd could not determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.